Event description:
It was reported that this was a procedure in the left anterior descending coronary artery. Two pullbacks were performed using the dragonfly optis oct (optical coherence tomography) catheter on the balance middleweight (bmw) universal ii guide wire. The oct procedure was successfully completed. Some resistance was felt removing the dragonfly optis from the patient and it was noted that the spiral [tip] of the bmw guide wire was twisted on the distal part of the dragonfly optis. The broken guide wire was removed with the dragonfly. After removal, the tip of the guide wire was noted to be separated. It was confirmed that nothing remained in the patient. There were no adverse patient effects and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device is expected to be returned for evaluation. It has not yet been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The dragonfly optis referenced is filed under a separate medwatch report number.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation and material twisted/bent was confirmed. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the part/lot numbers were not reported. The investigation determined that the difficulties were likely related to circumstances of the procedure. The stretched guidewire exit port noted on the returned dragonfly catheter, as well as the condition of the returned guidewire, suggests that the guidewire damage was likely the cause of the reported difficulty to remove. While the exact cause of the reported withdrawal issue could not be confirmed, it is likely that the patient¿s anatomical condition(s) affected the withdrawal; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that a total of three oct runs were performed. A little resistance was felt during removal of the dragonfly catheter. When the dragonfly catheter with the bmw guide wire was extracted from the guide catheter, the bmw guide wire was found broken at the level of the monorail part of the dragonfly catheter with the twisting of the residual part of the guide wire related to the monorail part. The oct analysis was successfully completed and the patient did not have any adverse effects. No additional information was provided.